Event description:
Per the surgeon's report, the patient's device was explanted the day after surgery (2008), due to an unsuccessful insertion of the electrode array into the cochlea. This was confirmed by x-ray. The pt was reimplanted with a new device in the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.